Event description:
It was reported that (1) pro46 was used during a unknown procedure. It was reported by the rep that the specimen was placed in the pro46 pouch and closed. The metal or plastic piece fell off inside the pt. Add'l operative procedure was necessary to retrieve. The pt was not converted to laparotomy and there was extended or time of 10 minutes.